Manufacturer narrative:
(B) (4).

Event description:
It was reported, the pt's alarm had been going off for the past month. The pt had a fever and experienced pain. The pump was filled with saline on (B) (6) 2010 with plans to replace the pump. A day and a half after the pump was filled with saline, the pt began having problems. The pt was taken to the emergency room. The pt coded and was admitted to the hospital in (B) (6). Additional info has been requested; a follow-up report will be submitted if additional info becomes available.